Manufacturer narrative:
Analysis of stimulator serial number (B)(4) reveals stimulator functioned properly throughout the duration of the test. There were insignificant anomalies.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their health care provider (hcp) to resolve the issue. The patient had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reports the patient was complaining of discomfort at the site of the battery. The np (nurse practitioner) a few weeks ago turned the device off to try to isolate if it was the battery. When the device was shut off, the pain/stimulation went away. Pain at the battery site, reported to np at a clinic visit. Performed an egd and abdominal x-ray. Both appeared to be normal. However they did not have a base line x-ray from the original implanting physician. Patient was brought back to the or (operating room) today for a battery exchange to see if the issue was resolved. The representative was only notified to support a case for a battery revision and learned of the issues. When they opened up the pocket where the battery was located, the battery was flipped and the manufacturer logo was facing down. The prior implanting physician had not attached the battery to the fascia. Even after learning this may had been the issue, the physician still replaced the battery and wants to have it analyzed. It was unknown if the issue resolved at the time of this report. The representative will obtain additional information from the healthcare professional (hcp). Patient medical history was gastroparesis, chronic nausea and vomiting. Patient status at time of this report was alive with no injury. A surgical intervention occurred. The battery was replaced. Additional information received from the representative reports the patient complain of a shocking sensation. It was noted that not sure if therapy related due to the device had flipped in pocket. The patient was alive at time of report. The patient status after the device was removed was unknown. Initial setting were amp at 7.5, pulse width 330 and rate 28, on time cycling at 2.0 and off time at 3.0. The indications for use for this patient was gastric stimulator.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4)

Event description:
It was reported that patient felt a felt stimulation above their implantable neurostimulator (ins). They also felt a "weird intermittent vibration" coming from the skin area right by their ins and for the past 6 days. The vibration lasted for about 5-10 seconds (2-3 seconds when sitting) and occurred 1 or 2 times in a row then stop for hours. It was further described as not painful and just "not normal". They did not feel the sensation when they were standing. The patient stated that they never had the issue before. The patient had the ins settings checked by the nurse practitioner (np) the friday before report and "they all came back ok" with the impedances were within normal range (confirmed at 579). There was no known accident or incident related to the issue and the np was "stumped". There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.